Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which stapling device was used with the ecr60d? Which firing did the issue occur? Was buttressing material used? Did any staples deploy? If so, was it only on one side of cut line? Describe staple shape. What other color cartridges were used? Were there any issues in previous firings? What is the current patient status? Additional information was requested and the following was obtained: were any blood products used? No. How was the procedure completed? Laparotomy.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during use of the clamp for the second time, failure of the charger, cut without staple. There was conversion in laparotomy to control the hemorrhage and to continue the intervention.